Event description:
It was reported to philips that the ac power module was not charging. There was no patient involvement.

Event description:
It was reported to philips that the ac power module was not charging. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ac power module was not charging the battery, therefore the battery was exhausted. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to either a faulty ac power module or battery. The ac power module and battery were replaced to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.